Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported leaking stopcock was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported that the patient presented with grade 4 functional mitral regurgitation (mr). A mitraclip steerable guide catheter was prepared per instructions for use (IFU). There were no issues noted during prep. The sgc was inserted into the anatomy, and while pulling out the dilator, as the physician was aspirating, the stop cock was leaking. The sgc was replaced with a new device. The procedure was completed successfully and the mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.